Event description:
The customer states the device arrived non functioning. No pt involvement reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted completion of the investigation.